Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the contact that the customer had experienced low blood glucose (bg) levels (42, 51 mg/dl) on 2 separate occasions. The low bg was addressed by eating carbohydrates. On one occasion, the customer reported that the low bg was due to increased physical activity and it was not known what the cause of the second low bg. Tandem technical support advised the contact to discuss the low bg with a healthcare provider.

Manufacturer narrative:
The pump data logs were reviewed. There is no evidence that the insulin pump experienced a malfunction or failure.